Manufacturer narrative:
Product analysis the device was returned with the red safety tab out of the device and a guidewire was stuck in the device, the device was confirmed from the strain relief, the guidewire was measured and noted as 0.014¿ guidewire, the handle was opened and the pull wire was observed to be detached from the device, and kinks were noted on the gold inner sheath, the customer complaint of ¿the physician reported that the stent felt different during deployment and noted that the guidewire "hung up" when being removed.¿ can be confirmed from the returned device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the customer returned four fluoroscopic procedural images for evaluation all four images show what appears to be the everflex entrust stent in the patient's superficial femoral artery, in two of the images the stent appears to have elongated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the everflex entrust, difficulty was noted during deployment in a heavily calcified target lesion located in the mid right superficial femoral artery. A 5fr non-medtronic sheath was used. No resistance was met during advancement of the device. The physician reported that the stent felt different during deployment and noted that the guidewire "hung up" when being removed. The vessel was pre-dilated with evercross, non-medtronic 5 x 40, nanocross 4 x 40, and a non-medtronic 6 x 20, and post-dilated with a nanocross 6 x 150. The stent was deployed successfully without injury or intervention, and no patient symptoms, complications, or adverse outcomes were reported. Reviewed images showed stent slightly elongated.